Manufacturer narrative:
Additional information: b2, d10, h1, h6.

Event description:
Related manufacturer's reference number: 2017865-2021-17182 related manufacturer's reference number: 2017865-2021-17183 related manufacturer's reference number: 2017865-2021-17184 new information received notes the patient expired on (B)(6) 2021 for unknown reasons. Additional information was requested, but not provided.

Manufacturer narrative:
H10: previously reported g3 should have been apr 21, 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. The patient's rhythm went into ventricular tachycardia (vt), at which point they experienced dizziness, and ended up on the floor with a broken hip. It was observed the patient's pacemaker had undersensed the vt. Additional information was requested, but not provided.